Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was removed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital due to an audible alert from the implantable cardioverter defibrillator (ICD). The device was found to be at end of service (eos) and had triggered elective replacement indicator (eri) several months prior. Upon interrogation of the device, the right ventricular (rv) lead interrogated oversensing of noise with non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead also interrogated highly variable and low lead impedance. During the device change out, the rv lead was revised; with isometrics and troubleshooting revealing no issues on the rv lead. The physician suspected a device header issue and grommet/setscrew problem. The device was removed and replaced. The rv lead was left in use; however, the lead warnings continued and the patient was brought back for a lead revision. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.